Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment regarding the broken output connector. The ventricular output connector was broken. Incoming test performed on a automated test system passed. The unit was cleaned and inspected. Output connector assembly was replaced. Unit tested and calibrated on an automated test system and passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector on an epg (external pulse generator) was broken. The device was returned for repair. There was no patient involvement.